Event description:
It was reported that the control-iq algorithm delivered an auto-bolus inappropriately. There was no adverse impact to the customer¿s blood glucose level and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.